Manufacturer narrative:
One device was received for evaluation. The previous service was not related to the current issue. The event history log (ehl) was reviewed. The reported problem was confirmed as inspection of the main printed circuit board (pcb) showed that the super capacitor component had been replaced with a smaller capacitor that doesn¿t have the same specifications as the original. Additional findings included a cracked top casing, cracked plunger casing, and force sensor error. The root cause of the issue was the main board super capacitor error. As a result, the main board, top case, plunger printed circuit board (pcb), plunger case right, plunger case left, and force sensor were replaced.

Event description:
The customer returned product for super capacitor error; physical inspection found a force sensor error. There was unknown patient involvement.